Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. During the procedure, insulation damage of the ra lead was visually confirmed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of sensing noise and insulation defect were confirmed. As received, a complete lead was returned cut in two pieces for analysis visual examination found two external insulation abrasions exposing the outer coil, which is consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were noted with the exception of procedural damage.